Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('overlying a 1.5 cm thick myometrium there is metal spring embedded right cournu') and uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia, endometriosis, irregular periods, adhesion and cervix inflammation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy diagnostic cystoscopy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and uterine perforation outcome was unknown. The reporter considered embedded device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('overlying a 1.5 cm thick myometrium there is metal spring embedded right cournu') and uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, endometriosis, irregular periods, adhesion, cervix inflammation and cystoscopy. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding") and pelvic pain ("pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy diagnostic cystoscopy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012 and date of removal (B)(6) 2014. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: pfs and mr received: event: bleeding, pelvic pain & medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('overlying a 1.5 cm thick myometrium there is metal spring embedded right cournu') and uterine perforation ('uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included menorrhagia, endometriosis, irregular periods, adhesion and cervix inflammation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy diagnostic cystoscopy and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device and uterine perforation outcome was unknown. The reporter considered embedded device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.